Event description:
Related manufacturer reference number: 3006705815-2023-03381 it was reported that both of the patients leads had migrated. Surgical intervention was undertaken on (B)(6) 2023, where the leads were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.